Manufacturer narrative:
(B) (4). Surgical procedure, additional. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed. (B) (4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure. According to the complainant, they used a first clip without any problem. However, when they attempted to deploy a second clip,they were not able to release the clip from the catheter. They cut the catheter at the handle, and they had to perform a second procedure to extract the clip. The second procedure to remove the clip was successful; the clip was still attached to the catheter, when removed. There were no complications during this procedure, and the patient was reported to be fine.